Event description:
It was reported that a spectrum pump had excessive occlusion pressure. Any patient injury, involvement, or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received the device, but the evaluation is still in progress. When the evaluation is complete, a supplemental report will be submitted.